Event description:
It was reported that the unit had failed ground fault and had a high current leakage reading. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: failed ground fault and had a high current leakage reading.